Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider via drug manufacturer mallinckrodt regarding a patient receiving gablofen via an implantable infusion pump. It was reported that a pump motor stall occurred. The patient information, product information, onset, symptoms, troubleshooting, actions/interventions, cause, and outcome were not reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.